Event description:
It was reported that the ventilator's gas modules were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's gas modules were found defective. According to the information provided, the mentioned case was not reported because the service report was opened only as a technical inspection and the problem was not solved as the customer decided not to accept the budget sent to purchase the parts indicated by the technician. No parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).